Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01314. It was reported that the patient complained of discomfort at one of her lead incision sites, and the alleged pain was attributed to the patient's lead anchors. The physician decided to explant all of the patient's lead anchors on (B)(6) 2011. Follow up on the patient found that she had experienced incisional pain since the procedure on (B)(6) 2011. The patient stated that she had difficulty distinguishing the postoperative pain from her preoperative pain; therefore, she could not determine if the reported discomfort was still present. The patient is scheduled for a follow up appointment with her physician. No further information is available at this time.